Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 4.3mm. They found that the protective umbrella of the proximal heartstring could not be removed from the prefixer and was stuck in its internal part. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h3,h6,h10. Internal complaint number: 197457. Autonumber: cs-cpl-2019-00227. The heartstring seal and tension spring assembly was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. The seal was observed to be unraveled at the outer area. Based on the return condition of the incomplete device, the reported failure "fitting problem" was not confirmed, however the analyzed failure "crack; seal" is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 4.3mm. They found that the protective umbrella of the proximal heartstring could not be removed from the prefixer and was stuck in its internal part. A replacement device was used to complete the procedure. The hospital did not report any patient effects.